Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose level of 40 mg/dl. Customer consumed carbohydrates to address low bg. Reportedly, the customer's pump shutdown due to normal battery depletion. Contact was did not keep track of customer's bg readings so the pump could not prevent bgs from going low (terminating basal/alerting low bg) because it was powered off. Recommendation was made to consult with healthcare provider regarding diabetes management.